Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It has been reported that both cylinders are reading full even when empty. The floats appeared to be on the level sensor. The event timing was during cleaning. There was no harm to the patient.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D4 - UDI #: (B)(4). There were no problems found with the unit and no allegations of harm. This meets the criteria for a limited investigation. Therefore, the DHR review and complaint history search are not required. On 17 february 2020, it was reported from (B)(6) hospital that both cylinders are reading full even when empty. On 17 february 2020, a zimmer biomet certified service repair technician was contacted about the cart and dispatched to be at the site. The technician arrived at the site found that the issue was due to the unit be placed on full soak, no problem found with the unit. The technician verified that the unit was functioning as intended then returned the unit to service without further incident. The reported event was due to the unit be placed on full soak, no problem was found with the unit. Therefore, the root cause for both cylinders are reading full even when empty could not be linked to the device. The device was noted to be functioning as intended and no problem was found. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined there is no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information.